Event description:
A report was received that the patients ipgs were explanted as she had become refractory to neuromodulation. The ipgs both worked properly however the patient stated they worsened her pain.

Manufacturer narrative:
Analysis of both ipgs revealed that they passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patients ipgs were explanted as she had become refractory to neuromodulation. The ipgs both worked properly however the patient stated they worsened her pain.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1132, serial/lot: (B)(4), description: precision spectra ipg kit.

Event description:
A report was received that the patients ipgs were explanted as she had become refractory to neuromodulation. The ipgs both worked properly however the patient stated they worsened her pain.